Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. Accuracy tests were run and the initial complaint was confirmed. The test results were -7.04%, -10.58%, and -13.76%, all outside the published customer spec of /-6.0%. The expulsor was found not to be calibrated correctly. The expulsor will be replaced and calibrated.

Event description:
Information was received indicating that a smiths medical cadd legacy pump has failed an accuracy test by -16.85%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.